Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2011 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates for the available history range. There was no activity outside normal use observed in the black box or download history. The date of the reported hospitalization was (B)(6) 2008 and the pump history indicated that the pump was in use until (B)(6) 2011; no data from the time of the reported hospitalization was available in the black box or download histories due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be faded, this issue has no effect on the pump's insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the patient's physician and confirmed as accurate. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient was hospitalized for elevated blood glucose levels and dka.